Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The proximal neck was 25-22 mm in diameter and 14 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 13 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 10 mm in diameter. It was reported that the same diameter size endurant device would be implanted for a type ii or type iii endoleak at the left common iliac artery. The endurant device was implanted at 1-stent length below from the flow divider, and touch-up was carried out. The final angiography confirmed that the endoleak resolved. Therefore, there was a high possibility of type iii fabric endoleak and the procedure was completed. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned angio images from 1 month post-implant revealed that a bifurcate and aortic cuff were positioned just below the renals. The ipsi limb was placed into the left common iliac, and the contra limb within the right common iliac. There is contrast seen just below the level of the gate, and appears to be coming from the mid-length of the ipsi limb. The limb is relatively straight near the endoleak origin. The type and cause of the endoleak is unclear, but may be a type iii fabric. Angio images again show the endoleak near the mid-length of the ipsi limb. An endurant limb was then seen implanted within the ipsi limb across the endoleak location. After ballooning the endoleak had resolved. This appeared to have been a type iii fabric endoleak; however, the cause of the endoleak could not be determined.